Event description:
The user facility reports via a medwatch that the micro instrumentation broke off into the pt's wound during right lumbar laminectomy and lateral recess decompression. The surgeon was unable to remove 1 mm x 3 mm tip of micro biter stainless steel piece from the middle of the disc space. Note: the user's medwatch report listed two different identifying numbers. The user was contacted on (B)(6) 2008 and the part number of the instrument was confirmed as rn7130. The broken piece was described as the upper jaw section of the instrument; it will be returned to (B)(4) for evaluation. Additional info (B)(4) 2008: the risk manager reported that the pt had surgery today to remove the broken upper jaw section of the instrument, and the pt is doing well. MFR 2430952-2008-00025.